Event description:
It was reported that pump displayed a power source alert and battery level changed unexpectedly while customer used usb connection. There was no reported impact to the customer¿s blood glucose level. Customer was instructed to follow guidance for resolving battery not charging and power source alerts on t:slim x2 pump, and no additional information was received regarding the outcome of the event.